Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. It was reported that resistance was felt in the handle when an attempt was made to release the band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis. No visual residue was found on the device. A visual examination of returned device found all seven (7) bands present on the ligator head with the first five (5) blue bands moved slightly out of position. Two teeth of the ligator head were noted to be damaged. The suture was noticed to be intact and attached to both the trip wire loop and ligator head. It was found that the trip wire was bent, pulled out of the septum and cut apart. The trip wire was also found not secured in the handle assembly slot upon receipt for analysis; however, the handle slot presented an evidence of previous trip wire securing. Functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard and indents were felt, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands; however, it cannot be confirmed that the trip wire was not secured properly during use. Therefore, the most probable root cause classification is undeterminable. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. It was reported that resistance was felt in the handle when an attempt was made to release the band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.